Manufacturer narrative:
Investigation: the lrs chamber from a trima accel disposable set was returned for investigation. Upon visual inspection, dried blood and a leak were noted adjacent to the outlet(broad) end of the lrs chamber. A stress crack was noted around the bond port, resulting in a leak. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: according to the part evaluation, the leak was due to a stress crack on the lrscap. The root cause is an issue with the molding process and/or component at the supplier. Corrective action: a supplier corrective action was initiated for the issue.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Event description:
The customer reported that during a procedure, they received a 'leak detected in the centrifuge' alarm. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.